Manufacturer narrative:
Per the instructions for use (IFU), hemolysis and anemia are a known potential adverse events associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Some bleeding is expected during the thv procedure, due to a need for multiple vascular access sites and multiple devices exchanges throughout the procedure. It is not uncommon for thv patients to routinely receive blood transfusion to aid in recovery from procedural stresses, such as rapid pacing, general anesthesia, arterial / venous cannulation, etc. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the hemolytic anemia is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve was performed. Exact occurrence date is unknown but hemolytic anemia was observed and blood transfusion was required. No further intervention was required.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve was performed. Hemolytic anemia was observed, and blood transfusion was required. The valve was deployed in an aortic position 5ml less than nominal volume. Upon follow up, the physician reported that paravalvular leak (pvl) was observed, and per medical opinion, the factor of hemolysis is because the pvl was facing toward the mitral valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, have been updated. Additional codes have been added to h6 correction to device code, type of investigation. Codes were updated to reflect investigation continues. Investigation findings and investigation conclusions updated to pending investigation. Received patient information, serial number and size of valve, date of event and implant date. Corrected/updated b7 with new information received. Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over, the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is the break down due to mechanical damage, such as from heart-lung bypass or as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest mild to moderate paravalvular leak (pvl) may have caused or contributed to this event. May have caused or contributed to this event. A review to edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and a CAPA were initiated to document the investigation and assess associated risk for this event. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve was performed. Exact occurrence date is unknown but hemolytic anemia was observed and blood transfusion was required' post operative pvl was observed' the valve was deployed in an aortic position 5ml less than nominal volume.' As noted, patient had valve area 645mm2, which was within the recommendation range for thv size 29mm, so the potential root cause of undersized thv was eliminated. However, as reported, valve was deployed with 5ml less than nominal volume specified per IFU, which may have resulted in under-expanded valve. Under-expanded thv may have compromised the seal provided by the skirt between the valve and target site (native annulus), leading to pvl as reported. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event.